Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection of the set's valve noted a fluid leak from the proximal vent of the filter; however no physical damage or issues were observed on the filter component or on the set. Further visual inspection of the filter vent under a microscope observed that the filter vent membrane looked to be wetted. Functional and pressure testing noted a leak coming out from the proximal vent of the filter. The observed leak could be related to the time in use of the filter. The root cause of the customer¿s report of a leak at the filter was due to a damaged filter vent membrane.

Event description:
The customer reported that the user was checking IV catheter blood return on a 24 hour chemotherapy infusion, while clearing the blood in the tubing chemotherapy (etoposide/doxorubicin/vincristine in 500ml bag) was noted leaking from IV set filter. The infusion was stopped and the next 24 hour continous bag was hung since there was 150mls left in the IV bag per the hematologist. The total infusion was 96 hours. There was no patient harm and no medical intervention performed.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user was checking IV catheter blood return and cleared the blood in the tubing; and then noticed chemotherapy (etoposide/doxorubicin/vincristine in 500ml bag) leaking from IV set filter.